Event description:
The customer alleges that during use, an air leak was noticed from the connection part between the adaptor and aquapak. A new kit was used without issue. No pt injury.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No device history record review was performed since customer did not provide lot number for device sample. No sample available from the customer to investigate. Continue to monitor feedback from the customers on issues related to air leak at connection to adaptor and aquapak found at inspection on water bottle products. Complaint not confirmed. Root cause is unk.